Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling across the stomach in an open whipple procedure, they noticed that one of the stapler reloads did not fire completely and some of the staples did not form completely. The surgeon also said that the whole staple line of the second fire was incomplete. They over sew the part of the staple line to resolve the issue.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was fully applied and the interlock was engaged. There were some malformed staples noted at the distal end of the loading unit. The cartridge surface was cracked. No damage was noted to the knife blade. Functional testing was performed which included resetting and reloading the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.